Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of the clip not loading into the jaws could not be replicated or confirmed as all clips loaded and closed properly into the jaws. Visual inspection was performed and no non-conformances were observed on the returned unit. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: complaint 1 of 3: (B)(4) (lot #1502617) (2 non-event (B)(4) units documented under this complaint). Complaint 2 of 3: (B)(4) (lot #1502617). Complaint 3 of 3: (B)(4) (lot #1502617). Total (B)(4). Hospital: [institution]. Product: ca500. From [name] (materials manager): "we had a case with dr. [(B)(6)] where the clip appliers (ca500) were either misfiring, or not fully clipping the bleeding artery. All 3 that they had malfunction were lot #1502617 that I don¿t see on the recall letter. I also have 2 more of that same lot # that the dr. Is not willing to use after that happened. I have the 2 unopened ones set aside, and the 3 they tried in a biohazard bag along with their outer label packaging. Please advise on how you would like me to proceed with these, and any expediting would be greatly appreciated with the 5 down, I only have one left on the shelf after today. From [(B)(6)] (am representative): "for 3 faulty ca500 units, they were all used in one lap chole surgery. Clip was not loading and they tried to fire again and clip came out of the jaw. When the clip was fired to the artery, it misfired, and caused bleeding. They were able to stop the bleeding, but the misfire problem caused more bleeding than the surgeon expected during the surgery." Products available for return. Additional information received on 11apr2024 from [name] via email "numerous clips were dispensed in total. Total quantity is still unknown, because the surgeon tried several times across multiple devices. Multiple clips from each device experienced this incident event. The clip was never loaded into the jaws prior to the device's insertion/removal through the trocar. Clip was not manually removed as a loaded clip." From or tech: "unloaded clip applier inserted through trocar, clip deployed, clamped clip on common bile duct as tight as possible. Middle section of clip did not clamp down and slid off the end. Several attempts were made. Additionally, clips were falling off when deployed." Patient status: no patient injury. Intervention: na.

Manufacturer narrative:
The event unit has returned to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: complaint 1 of 3: (B)(4) 1 ea ca500 (lot #1502617) (2 non-event ca500 units documented under this complaint). Complaint 2 of 3: (B)(4) 1 ea ca500 (lot #1502617). Complaint 3 of 3: (B)(4) 1 ea ca500 (lot #1502617). Total 3 faulty ca500 units + 2 non-event ca500 units. Hospital: [institution] product: ca500. From [name] (materials manager): "we had a case with dr. [Name] where the clip appliers (ca500) were either misfiring, or not fully clipping the bleeding artery. All 3 that they had malfunction were lot #1502617 that I don¿t see on the recall letter. I also have 2 more of that same lot # that the dr. Is not willing to use after that happened. I have the 2 unopened ones set aside, and the 3 they tried in a biohazard bag along with their outer label packaging. Please advise on how you would like me to proceed with these, and any expediting would be greatly appreciated with the 5 down, I only have one left on the shelf after today. From [name] (am representative): "for 3 faulty ca500 units, they were all used in one lap chole surgery. Clip was not loading and they tried to fire again and clip came out of the jaw. When the clip was fired to the artery, it misfired, and caused bleeding. They were able to stop the bleeding, but the misfire problem caused more bleeding than the surgeon expected during the surgery." Products available for return. Additional information received on 11apr2024 from [name] via email "numerous clips were dispensed in total. Total quantity is still unknown, because the surgeon tried several times across multiple devices. Multiple clips from each device experienced this incident event. The clip was never loaded into the jaws prior to the device's insertion/removal through the trocar. Clip was not manually removed as a loaded clip." From or tech: "unloaded clip applier inserted through trocar, clip deployed, clamped clip on common bile duct as tight as possible. Middle section of clip did not clamp down and slid off the end. Several attempts were made. Additionally, clips were falling off when deployed." Patient status: no patient injury.